Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00695. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2012 via the right jugular vein due to pe, dvt and factor v disorder. Plaintiff is alleging device is unable to be retrieved, shortness of breath and chest pain.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, shortness of breath, chest pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported shortness of breath and chest pain are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.